Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to amend the reporting decision. The allegation of attempted lead due to placement difficulty does not meet a reporting criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance which indicated that the lead conductors were intact. Visual inspection revealed no anomalies other than the cuts in the outer insulation likely due to induced damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was a case of attempted implant due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information indicated that the lead did not sit properly in the vessel and was at risk to dislodge. The physician decided to change to a different model lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was a case of attempted implant due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported.